Event description:
It was reported that the search av+ feature of the implantable pulse generator (ipg) was not working as anticipated, with unexplained atrioventricular delays. It was decided to program the device with a fixed av interval to maintain optimal av conduction. The ipg remains in use. No patient complications have been reported as a result of this event.